Event description:
It was reported that (3) devices were about to be used during a laparoscopic nissen. It was reported by the affiliate that the upper branch of the lcsc5 device, has fallen off the device preoperatively. This happened with (3) lcsc5 scissors of the same lot number (only one device is being returned). The device has not been used for the procedure as this happened during assembly of the harmonic scalpel preoperatively three times in a row. Another device was used to complete the case. There was no consequence to the pt.